Manufacturer narrative:
(B)(4). Insulin pump p cap, reservoir locked properly in place. Insulin pump received with overlay missing. Unit received with unresponsive buttons due to corroded keypad trace. Unable to perform displacement test or self test due to unresponsive keypad. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the display was detached. The customer's blood glucose level was unknown. The device will be returned for analysis.